Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve of the vizigo¿ sheath did not work properly causing bleed back. They replaced the sheath; however, the second vizigo¿ was not recognized on the carto 3 system. The case was continued without the use of the vizigo¿. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient. Air did not enter the patient¿s body, as the doctor pulled it into the right atrium immediately to prevent air embolus in left. The issue did not require percutaneous, surgical removal, nor medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 20-30 ml. No adverse patient consequence was reported. The carto recognition issue was assessed as not MDR reportable. The hemostatic valve leak issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 21-sep-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The valve of the vizigo¿ sheath did not work properly causing bleed back. They replaced the sheath; however, the second vizigo¿ was not recognized on the carto 3 system. The case was continued without the use of the vizigo¿. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient. Air did not enter the patient¿s body, as the doctor pulled it into the right atrium immediately to prevent air embolus in left. The issue did not require percutaneous, surgical removal, nor medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 20-30 ml. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) review was performed for the finished device 00001931 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. No was found resistance inside the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).